Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the defective scope connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a poor contact issue while using the visera video system center. The issue occurred during a therapeutic procedure (laparoscopic cholecystectomy ) and was completed using the same device. The patient was not under anesthesia and there was no patient harm associated with the event.

Manufacturer narrative:
D2 : additional procodes fdf, fds. E2 : (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the scope connector was defective, causing noisy image occasionally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.